Event description:
Have had numerous c/o of leaking problem with sabre sets at the venting cups when being spiked. Sets are "made in china" sets "made in spain" are not a problem. This incident keeps repeating it self. This has been evaluated for 4-6 weeks at least.

Event description:
Have had numerous c/o of leaking problem with sabre sets at the venting cups when being spiked. Sets are "made in china". Sets "made in spain" are not a problem. This incident keeps repeating itself. This has been evaluated for 4-6 weeks at least.